Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2016 it was reported that the patient was currently in the ICU (intensive care unit). The patient presented to their facility last night with respiratory distress and was now complaining of pain. Per the reporter, it looked like she could be in withdrawal, was anxious, tachycardic, and her blood pressure was up. The pump was not alarming or beeping. Additional information was received from the hcp on 18-jul-2016 and it was reported that the patient was transferred out of the ICU to a different floor on (B)(6) 2016. As of (B)(6) 2016 the patient was still in the hospital. Per the nurse on the floor where the patient was at, their computer system was down so she couldn't look up the patient's chart, but she would be unable to give any information out anyways and recommended contacting the patient's physician for additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.